Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A product development investigation was performed for the complaint device. The device was received with a cracked handle. Small fragments are missing from the handle. No signs of misuse were observed. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. The complaint condition is confirmed. A root cause could not be determined. A device history record review was performed for the complaint device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the blue plastic handle of the titanium elastic nail (ten) inserter cracked intraoperatively and fragments were generated. There was no report of patient harm, fragment retention or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Section was completed for product problem. This section was inadvertently left blank on initial medwatch report (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.